Event description:
Hcp reported pt had persistent pain, weakness and bladder incontinence. MRI scan of lumbar spine. The device was explanted and returned to be MFR for analysis. A follow-up report will be sent if additional info is received.